Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with the pump displaying 319 mg/dl and a confirmatory fingerstick of 363 mg/dl; after the user reconnected, glucose values trended downward to approximately 200 mg/dl and the user reported no symptoms. Symptoms included no reported clinical effects. Outcomes included no functional impairment, no hospitalization, and resolution of elevated glucose after reconnection. Investigation included troubleshooting and education conducted by support personnel. Investigation of this case revealed no device malfunction identified and no specific component failure detected, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.